Event description:
The physician was attempting to advance a resolute integrity stent to a lesion in the rca. The device crossed the lesion and deployed the stent but he could not pressurize the balloon again. He withdrew the device and delivered a new balloon to post dilate the stent. No clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared indicating that it may have been stubbed during advancement. Negative purge was performed and a continuous stream of bubbles was seen to enter the syringe confirming the presence of a leak. On pressurization of the device a leak was detected over the proximal inner shaft marker.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (balloon rupture). (Deformation problem). Evaluation, conclusions: inherent risk of procedure - (balloon rupture). (B)(4).

Event description:
Image review: sem analysis was performed on the damaged area of the balloon. Review of the sem images confirmed that the physical damage is in the form of a scratch that is in the longitudinal direction with a failure point on the distal end of the damage, the physical scratch is from the middle of the proximal cone to the failure point, the scratch is both on the balloon surface and also goes below the surface. The location of the damage is on the outside of the balloon fold and may have been caused by a sharp object being pushed along the surface of the balloon.